Event description:
It was reported that the device stopped working during a shoulder arthroscopy. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Event description: it was reported that the device stopped working during a shoulder arthroscopy. The reported event was confirmed. The service evaluation revealed inflow and outflow motor are worn out and the front panel is damaged.